Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the right ventricular (rv) lead exhibited jumping impedance measurement including out-of-range pacing impedance measurements. Trend data were reviewed, and this behavior had been recorded for more than a year, there was a slight increase in pacing threshold from 1.2v to 2v at 0.4ms. Troubleshooting was performed and excessive movement and manipulation did not result in any artifacts on rv sensing channel and multiple continuous impedance measurements during manipulation and movement resulted in one out-of-range measurement of greater 3000 ohms. The plan is for the patient to be followed in intervals of three months to monitor lead performance. No adverse patent effects were reported. This rv lead remains in-service.

Event description:
It was reported that the right ventricular (rv) lead exhibited jumping impedance measurement including out-of-range pacing impedance measurements. Trend data were reviewed, and this behavior had been recorded for more than a year, there was a slight increase in pacing threshold from 1.2v to 2v at 0.4ms. Troubleshooting was performed and excessive movement and manipulation did not result in any artifacts on rv sensing channel and multiple continuous impedance measurements during manipulation and movement resulted in one out-of-range measurement of greater 3000 ohms. The plan is for the patient to be followed in intervals of three months to monitor lead performance. No adverse patent effects were reported. This rv lead remains in-service.